Event description:
It was alleged by the customer that they have noticed an increase in pressure ulcer development at their facilities, however, it was not reported which product was the cause of the issue. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.